Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the plastic cover of the knife blade on the obturator "popped" off outside the cavity when the scope was placed into the instrument. The cover was retrieved. A new device was opened. There was no unanticipated colostomy, formal laparotomy, re-operation or conversion to open procedure. There was no bleeding reported in excess of 250cc. The cause was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).